Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.